Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # (B)(4), product type programmer, physician.

Event description:
Information was reported by the company representative regarding a patient receiving gablofen (500 mcg/ml at 401 mcg/day) from an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The rep reported that during a pump implant on (B)(6) 2016 as the rep was updating the pump the patient was being moved, there was invalid telemetry, and the pump went into a pump memory error and stopped pump mode. A broken programmer symbol was also seen but the rep did not know what the code was. When they retried updating the pump again they saw a clock face with a dial but no numbers. It was noted that the pump was reprogrammed and updated which resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.